Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had signs of withdrawal prior to electively replacing the pump so the hcp wanted to do a catheter dye study to check the catheter. The hcp was not able to provide additional information. Additional information was received from the device manufacturer representative indicated that the pump was read on (B)(6) 2022 and no issues were seen. It was reported that side port could not be aspirated. The healthcare provider felt that since the pump nearing end of service it may have gave a lesser dose.surgery was performed and when the pocket was opened cerebrospinal fluid was aspirated thru the side port. A new connector and pump were implanted and the patient was reportedly doing much better.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that there was an attempted fluoroscopy guided side port, unable to aspirate. CT with contrast. The patient was taken to the operation room with pump ex vivo. The hcp was able to aspirate cerebrospinal fluid (csf) via direct access to the side port; however, unable to see contrast in csf. Pump and existing catheter were replaced, then the hcp was able to aspirate and confirm contrast injection via side port. The hcp assumed that the withdrawal was related to a medtronic device/therapy. The patient was due for elective pump exchange in october 2022, planned for april 2022. The patient presented on (B)(6) 2022 with withdrawal. The patient did not respond to the bolus in clinic. The patient was admitted for medical management and diagnostics (dye study attempt). Volumes in reservoir was confirmed accurate. No roller study done. The hcp stated that a contributing factor was thoracolumbar fusion. The hcp noted that at the previous catheter revision in 2018, it required surgical exposure of l2-l3 interspace due to hardware. Therefore, the hcp theorized that catheter could have partial urodynamic impingement at fusion. The patient underwent oral/intravenous medication management. Neurological consultation and planning for possible cervical laminectomy with retrograde catheter feed to target level. This was not immediately required with csf and myelogram/dye study intra operatively. Of note, dose titration of intrathecal baclofen required post operation (~12% increase).

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: (B)(6)2022 product type catheter h3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medication was being administered via a simple continuous dose rate as of (B)(6)2022: baclofen with concentration 2,000.0 mcg/ml at a dose rate of 505.3 mcg/day. H6- correction: patient code: e2401 was updated/corrected to: e2402 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork. The pump and catheter were received for analysis and it was reported the catheter had started to fray. It was also reported on (B)(6)2022, a routine cerebrospinal fluid (csf) specimen was collected (results were not reported).

Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Analysis of the returned portion of the catheter found ¿catheter body ¿ compressed area¿ and ¿catheter body ¿ damage to transition tube¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.